Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, although the exact cause of the event cannot be confirmed, patient factors (valvular calcification) may have contributed to the balloon burst during the deployment of the sapien 3 ultra valve. The valve was successfully deployed and no further actions were required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, during the deployment of a 26mm sapien 3 ultra valve, when the commander delivery system was at 100% of nominal volume, the balloon ruptured. The valve was successfully deployed. No post dilation of the valve was needed. No injury to the patient was reported. At the time of the report, the patient was in stable condition. Information regarding the native annular diameter and degree of valvular calcification was not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.